Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system separated from the hub after the wing needle was inserted. The following information was provided by the initial reporter, translated from (B)(6) to english: "after insertion of the wing needle, the injection point of the plastic sleeve broke off."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: bd received the sample submitted for evaluation. The reported issue was confirmed since it was observed that the tubing had separated from the adapter. Bd determined that the root cause of the failure was most likely improper assembly of the tubing and the wedge during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system separated from the hub after the wing needle was inserted. The following information was provided by the initial reporter, translated from dutch to english: "after insertion of the wing needle, the injection point of the plastic sleeve broke off."